Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the noted damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal from the packaging, the tip of the supera self expanding stent (ses) was broken and separated from the sheath. There was no resistance noted and there was no damage noted to the packaging. The device was not used and there was no patient involvement. A new supera ses was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.